Event description:
It was reported the case, battery tray, screen, and knob are cracked. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the upper and lower cases, battery drawer, display and one knob were cracked. It was also noted that one bail cover was broken, the lead flex cover was broken, the battery contacts were compressed, the keyboard pad was scratched and the serial number label was damaged.